Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezi0436 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
A nurse reported that they found a catheter detachment and migration of a portion of the catheter. The migrated portion was found in the right atrium and was removed at another hospital. The patient is reportedly in good condition.